Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It is unknown if the patient was hospitalized prior to death. The cause of death was reported as a heart attack. It was reported pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). An event history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of service history revealed there is no previous service history for this device. A device history review found no prior issues that would have caused or contributed to the reported issue. A review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test. The device was determined to meet electrical performance specification requirements. The device was tested and failed the hc rite functional test, however, the failure was not related to the reported issue. An external and internal inspection was performed which revealed no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge, and wet disposable integrity tests. A short simulated therapy was performed successfully on the device. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. The cause could not be determined. Should additional relevant information become available, a follow-up will be submitted.